Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was high, although the customer did not know the exact value. The customer complained of nausea, vomiting, dizziness, incoherence, and lethargy. The customer's mother stated that the event was due to a no delivery alarm on the insulin pump. She stated that the customer had high blood glucose levels since the weekend and was unable to stabilize them. Upon admission, the customer was taken off the insulin pump and put onto an insulin drip. The most recent blood glucose reading was 157 mg/dl. The customer's mother advised that she would call back later as needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.